Event description:
Boston scientific received information that this device was being interrogated prior to this patient receiving a medical resonance imaging (MRI). Interrogation revealed the device was at end of life (eol) and a fault code (fc) 01 was displayed. The fc 01 was generated due to a charge time (CT) greater than 45 seconds. The caller stated that the last CT was 30.5 seconds and that the patient experienced a lot of ventricular fibrillation (vf) episodes with diverted therapy which may have contained charges in excess of 45 seconds, triggering the fc. Those episodes occurred during a computed tomography (CT) scan. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The caller stated there is not a concern regarding lack of therapy and they programmed the device off prior to the MRI and they will most likely not replace the device per the patient's decision. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.